Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen display appears black. Reportedly, the pump appears to be functioning, but the touchscreen display does not illuminate when plugged into a power source. There was no impact to customer's blood glucose level. Customer has back up injections for insulin therapy.